Event description:
Patient was revised to address acetabular cup loosening, stem loosening and minimal metallosis.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
(B)(4). Litigation alleges patient had soreness, mild aching, discomfort, difficulty performing routine activities, clicking, increasingly elevated metal ion levels, metal small from urine, revision surgery revealing acetabular cup without bony in-growth, pseudomembrame debris and loose stem after asr hip implant.depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update: (B)(6) 2014 - medical records received. Dob provided. The information received does not change the MDR decision. This complaint was updated on: (B)(6) 2014.